Event description:
Periodic programming history review captured a report of high impedance on the patient's generator. Low output current was also observed as a result of the high impedance and per the programming history the device was disabled on the date that the high impedance was observed. No known surgical intervention has occurred to date. No other relevant information has been received to date.